Event description:
At about2 years and 1 monthfrom the primary, the patientcame in reporting pain due toloosening of the acetabular shell. There was no loosening of the femoral component and no infection. The surgeon revised cup, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 2 december 2025. Lot 2303353: (B)(4) items manufactured and released on 24-may-2023. Expiration date: 07-may-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation 2 years after primary cementless tha, the cup is found mobilized and needs revision. We were given only the pre-revision xray, that shows a cup significantly lateralized, with marked protrusion from the superior aspect of the acetabulum. We do not have the post-primary radiograph, so we cannot tell with certainty if this position is the result of a migration process or if this was the original position. It is clear from the image that at pre-revision the bone contact of the cup is limited and poor, and if this was the postoperative condition, the cause for mobilization should be sought in the cup position. Root cause:aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.